Event description:
The patient's knee was being revised due to poly wear. The surgeon commented that the patient had a severe case of osteolysis.

Manufacturer narrative:
Corrected data: device manufacture date. An event regarding insert wear involving a scorpio insert was reported. The event was not confirmed. Method & results: no items were returned for evaluation. No medical records were received. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of the event could not be determined because no medical records and/or device were made available. Further information such device analysis, x-rays and operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient's knee was being revised due to poly wear. The surgeon commented that the patient had a severe case of osteolysis.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.